Event description:
It was reported that the user was unable to insert the spring wire guide through the catheter. Therefore, a new kit was opened instead. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) assembly and one s-l catheter for evaluation. Visual inspection of the swg revealed two bends in the proximal end. Microscopic examination confirmed both welds were fully formed and spherical. After failing functional testing a cross-sectional cut was taken at the catheter juncture hub. The cut revealed the extrusion at the juncture hub had an inner diameter that was smaller than specifications. The bends in the swg measured 13 mm and 35 mm from the proximal weld. The total length of the swg measured 100.3 cm which is within specifications of 99.4-101.3 cm per swg product drawing. The outer diameter of the guide wire measured 0.880 mm which is within specifications of 0.86-0.90 mm per swg product drawing. The total length of the catheter body measured 54.2 cm which is within specifications of 50.01-55.09 cm per catheter product drawing. The outer diameter of the catheter body measured 0.06770" which is within specifications of 0.063-0.073" per catheter product drawing. The inner diameter of the catheter extrusion at the juncture hub was measured to be 0.033" which is not within specifications of 0.0375-0.0425" per catheter extrusion graphic. The returned swg was inserted into the returned catheter to functionally test per IFU which states, "thread tip of single-lumen catheter over spring-wire guide. Sufficient spring-wire guide length must remain exposed at hub end of catheter to maintain a firm grip on spring-wire guide. Grasping near skin , advance catheter into vein with slight twisting motion." The swg met resistance at the juncture hub. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing spring-wire guide or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." The complaint of swg/catheter resistance was confirmed by a complaint investigation of the returned sample. Functional testing found that the swg met resistance at the catheter juncture hub. A cross-sectional cut taken at the juncture hub revealed the inner diameter was smaller than specification. A device history record review was performed based on sales history, and no relevant findings were identified. Based on the sample returned and the customer description, manufacturing caused or contributed to this issue. A non-conformance has been initiated to further investigate the catheter extrusion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user was unable to insert the spring wire guide through the catheter. Therefore, a new kit was opened instead. No patient harm reported.